Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is rec'd, a follow-up report will be submitted.

Event description:
The customer contact reported that during testing at the user facility, air was noted in the tubing distal to the pump with no pump alarm on channel 3. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.